Event description:
Oversensing due to lead fracture. 4/5/02 additional info rec'd reporting lead replaced due to fracture and dizziness. 4/11/02 device tested out of specification during manufacturer's analysis in japan and 6/6 in u.s.